Event description:
It was reported that the caller experienced a continuous glucose monitor error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for a complete pump reset and assisted the caller through the process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.